Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. This facility services their own iabp's and getinge service has not been requested by the customer. This complaint is being closed due to insufficient information from the customer after three (3) attempts were made to obtain the relevant information. If any further information is provided in the future a follow up MDR will be submitted accordingly.

Event description:
The nurse from the cath lab called to inform the getinge cardiac assist account manager (caam) that after connecting a patient to the intra-aortic balloon pump (iabp), they turned on the iabp and received a maintenance required code. The nurse were unsure of what code it was and stated that they had turned the iabp into the biomed department. The caam tried to reach the biomed and left voicemails. The biomed returned the call on (B)(6) 2017 and the biomed ((B)(6)), provided the serial number and stated that he had not looked at the pump yet. The biomed was waiting to hear back from nurse who turned the iabp in. The biomed stated he would call the caam with more details when he received them. This event occurred while the iabp was in use on a patient, however, no adverse event has been reported.